Manufacturer narrative:
For the investigation the logfiles were analyzed and the exchanged and provided parts tested. According to the logfile the device performed several warmstarts on the date of event. The logfile entries show that the mixer cartridge was faulty, the device detected this and performed warmstarts in order to solve the problem. In this case these warmstarts were not successful and ventilation could not be continued. During a warmstart and when the device finally stops ventilating, the safety valve opens in order to allow spontaneous breathing, the adequate alarms are generated. The returned parts were investigated. The mixer cartridge was found to be faulty what confirms the seen logfile entries. All other components worked as intended. The mixer cartridge does not have any influence on the alarms. The alarms were tested according to dräger requirements and found to be working fine. Exchanging the mixer cartridge solved the problem.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that "short alarm tone like during device check, ventilation stopped ventilating. No additional alarm, device was replaced, no further consequences for the patient."